Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish relationship or impact to the reported observation.

Event description:
It was reported that during an eviva for breast biopsy procedure on (B)(6) 2014, the technician "was stuck by the needle". The pt and the technician had blood work drawn. "No stitches were needed and no medical attention". On (B)(6) 2014, it was reported by the nurse that the technician has not had a tetanus shot and will be coming into the facility on (B)(6) 2014 for a tetanus shot-dtap [diphteria, tetanus, pertussis]. The technician's lab work was normal. The technician and the pt are fine.